Event description:
It was reported to medtronic neurosurgery that during a surgery the neuroendoscope lost visualization and an artery was inadvertently hit. The pt had a lot of blood loss and required two liters of blood transfusion. It was also reported that the expansion ring for 10k neuroendoscopes was used with the 30k neuroendoscope.

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as a lot number was not provided. The instructions for use that accompany the expansion ring state that it is indicated for use with all medtronic neurosurgery endoscopes with the exception of the medtronic neurosurgery 30k high resolution neuroendoscope. Additional pt info: the pt is stable.